Event description:
It was reported that there was an infection. The left ventricular lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : cd3231-40q competitor implantable defibrillator (B)(6) 2012, 1688tc competitor implantable pacing lead (B)(6) 2005. (B)(4).